Event description:
It was reported that during an unknown procedure, the surgeon felt the firing trigger was difficult when closing. After firing, the surgeon found the tissue was not cut or stapled. Then the surgeon took off the reload unit and found it could not be fired. Changed to a new reload unit, but also still failed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth, spring cartridge lockout tab. The analysis results found that the 6tb45 device was received with the firing mechanism damaged. The device was received with two reloads present. Reload a was received unfired; reload b was received partially fired and with the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed with the returned device. The returned device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The returned reload a was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.